Event description:
A tandem mobi cartridge alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the display reading "high." The customer addressed the high blood glucose by delivering a correction bolus using the pump. There was no need for third-party assistance, and the issue did not occur during the loading process. With support from technical support, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.